Event description:
It was reported that the patient was experiencing muscle spasm due to the inconsistencies with the spinal cord stimulator. It was noted that the ipg was not holding a charge as it shifted out towards the patients body. The patient was prescribed with a muscle relaxant.

Event description:
It was reported that the patient was experiencing muscle spasm due to the inconsistencies with the spinal cord stimulator. It was noted that the ipg was not holding a charge as it shifted out towards the patients body. The patient was prescribed with a muscle relaxant. Additional information was received that the patient was also experiencing discomfort as the ipg had flipped. The patient underwent a pocket revision procedure and the ipg remains implanted in the patient, as no device malfunction was suspected. The patient was doing well postoperatively.